Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer called to report the sensor glucose reading was way off compared to the blood glucose reading. Blood glucose reading was 500 mg/dl. Customer also mentioned a reservoir with the plunger pulled completely out. Advised to not use said reservoir. The customer declined troubleshooting. Advised to call back if issues recur so troubleshooting can be performed.